Event description:
A camino catheter 1104hm was inserted on (B)(6) 2011, for the purpose of intracranial pressure monitoring due to an intracranial bleed. Eight minutes after the unit was inserted the unit failed. The catheter was removed and another 1104hm was inserted. The second catheter functioned without incident. The pt's history included hypertension which resulted in the intracranial bleed. The pt died on (B)(6) 2011, secondary to the intracranial bleed. There was no relationship between the malfunctioning catheter and the pt's death.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for eval. An investigation has been initiated based upon the reported info.